Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional and a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that there was an information power on reset (por) and there was a loss of therapy. There was no trauma or falls that could have been related to the issue. The patient had back pain because the stimulation was off. The caller was able to clear the por and it was noted that troubleshooting resolved the issue. No further complications were reported/anticipated.